Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2023. During examination, it was noted that there was noise on the right atrial (ra) lead which led to episodes of inappropriate automatic mode switch (ams). The physician performed treadmill sensor test on the patient and atrial lead noise was seen along with ams. No changes were made to the ra lead. There were no adverse consequences to the patient.